Event description:
It was reported that during a low anterior resection procedure, the white pad fell off into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and not returned.visual inspection under magnification was performed and evidence of active rod was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a ¿reposition jaws and reactive¿ message. Then, the "replace instrument" screen would be displayed after receiving the "reposition jaws and reactive¿ message twice. The active rod touch the jaws when they are closed, the active rod to jaw contact creates an electrical short and a yellow screen alert, preventing the device from working with the generator.